Event description:
After novasure endometrial ablation procedure I developed hot flushes and migraines. Sudden onset of menopause has been confirmed by another gynecologist. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person stated taking or using the product again: doesn't apply. Do you still have the product in case we need to evaluate it: no. Why was the person using the product: treatment for continuous menstrual bleeding.